Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issue could not be determined, however, due to observed nozzle deformation at the point of the foreign materiel, proper device reprocessing may not have been possible, though the facility device reprocessing could not be confirmed to have been implemented in accordance with the IFU. The observed nozzle deformation was likely the result of user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Reprocessing survey info: was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes. Was there a delay in the start of pre-cleaning: no. Did you flush the air/water nozzle with water and air: yes. Did the customer immerse the endoscope in the detergent solution? No. Answer were there abnormalities in the accessories used for reprocessing: no. Was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: unknown. Did the customer flush the air/water nozzle: channel with the detergent solution: yes olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending section could not be bent in the up direction at all due to a cut on the angle wire. In addition to the clogged nozzle, other evaluation findings are as follows: the bending angle in the up direction exceeded the standard value due to a dent on the bending angle; the angulation skipped during angulation in the right/left directions due to deformation on the bending tube; the adhesive on the bending section cover was chipped; the scope cover plate, the paint on the suction cylinder, and the indication on the suction connector were peeled; the nozzle was deformed; the connecting tube was dented and wrinkled; and switch#1 was worn. Lastly, there were scratches on the following parts: the plastic distal end cover, the connecting tube, the suction connector, the protector of the universal cord on the control section side and the scope connector side, the universal cord, the grip, the switch box, switch#1, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's angle was down. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.